Manufacturer narrative:
No additional information was received. Seven (7) samples were received for investigation in polybag. Under visual inspection we found several cracks as reported by customer. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. The product is a disposable device which is regularly cleaned by customer. Its lifetime depends mainly on cleaning technique and force used during cleaning. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the tubes have cracked. No patient injury was reported.